Event description:
Pt reports that one of their pumps requires them to enter a code when they use it. Pt reports they enter the code and the pump works every time but they think the pump may be due for maintenance. Pt did not want to go over the pump issue now, no further info, details, or dates available. Pump serial number is unknown. Current IV remodulin dose: 60ng/kg/min. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Did the reported product fault occur while in use with a pt? - yes. Did the product issue cause or contribute to pt or clinical injury? - unknown, none reported is the actual product available for investigation? - yes, upon return did pharmacy replace product? - no. Did the pt have a backup product they were able to switch to? - yes. Was the pt able to successfully continue their therapy? - yes. Is the therapy life-sustaining? - yes. What is the outcome of the event? - ongoing. Diagnosis for use: pah.